Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to the implant procedure, the device was found to be in backup vvi upon interrogation. The device was not used and was replaced. The patient was stable.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. Review of the device image confirmed that while the device was still in-box, a firmware upgrade was attempted but was corrupted due to telemetry loss or multiple devices within range of the programmer, causing it to enter backup vvi mode. The upgrade was performed in the laboratory and was successful.